Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Later healthcare professional confirmed "rupture". "Significant collapse of breast implant shell noting wavy lines ("linguine sign")", "intracapsular rupture" and "extracapsular rupture". This record is for the right side. Device was explanted.